Event description:
It was reported that the patient, implanted in 2002, was recently in the hospital for an unrelated infection and had started experiencing pain at her implant side in (B)(6) 2013, both with and without the audio processor. The patient's mother said this pain had been going on for a few days and now it was spreading, as reported by her daughter. Audiologist recalls a time recently that patient reported a popping sound, but it went away shortly after. Patient has also had varying levels of satisfaction and performance with this device/ear over time. Audiologist says she's a very good performer and has been happy with her implants despite the variations she's experienced. Information received on (B)(4) 2013, reported that the patient is due to be explanted on (B)(6) 2013, as there have been issues with ongoing infection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.